Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d9 correction to the g3 of the initial medwatch. The aware date should be 21oct2024 additional information: d8, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the cause for the reported event was a failure of the electro-pneumatic proportional valve, which prevented the air supply from being properly controlled. However, a definitive root cause was not determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device evaluation. The high flow insufflation unit exhibited the pressure control valve did not work. And proper pressure was not maintained. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.